Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified during evaluation. The root cause for failing self test via electrode pads was traced to be the test port pins causing a connection issue between the multi-function cable and the unit. The test port pins were replaced to resolve the issue. The device was recertified and returned to the customer. This is a malfunction which only impacts the self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles, the device performs to specification. This type of malfunction does not pose any clinical impact and does not typically meet our guidelines for reportability. Review of the device logs indicated that the failing of the self test using external paddles was due to the user not pressing the paddle discharge buttons. The device prompted the user several times to "use paddle discharge button". Once a poor pad contact was resolved and the paddle discharge buttons were used the device appropriately performed the self tests. Analysis of reports of this type has not been identified an increase in trend.